Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was high. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm issue was resolved with a complete set change. Customer advised they threw away the infusion set and reservoir. Customer reported a past event and did not have the product in order to return for analysis.